Manufacturer narrative:
E1: patient city: (B)(6) patient country: united arab emirates. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6009686 in question was manufactured at the reynosa site. Threshold analysis: a query was run on 05-nov-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal #6009686 the count of complaints is 2 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6009686 was manufactured according to the work instruction (wi) version 82 and manufactured in the multivac m08 on 18-oct-2024, with a total of (B)(4) units. The assembly, lot 4k01577 was manufactured according to the wi version 27 and manufactured in the quickset line, on 17-oct-2024, with a total of (B)(4) units. The assembly, lot 4k01578 was manufactured according to the wi version 27 and manufactured in the quickset line, on 17-oct-2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: in order to test the product, the returned sample(s) from the lot have been requested. No photo or physical sample was provided. The reference samples were already tested in the complaint. (B)(4). Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, 2 complaints in thresholds identified for the lot in question and serious injury/death, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
Reference number (B)(4) event occurred in united arab emirates. It was reported that the patient faced infusion set cannula bent event on (B)(6) 2025 which leads to high blood glucose levels. The patient was hospitalized on (B)(6) 2025 due to unresponsive blood glucose. The patient also experienced nausea, vomiting and positive ketones. The blood glucose level was high at 28 mmol/l and positive ketones level at 4. The patient was treated with intravenous insulin drip. The patient was admitted in the hospital for more than 24 hours. No further information available.